Event description:
During a cataract extractions procedure this phacoemulsification handpiece could not be calibrated even though it calibrated during set up prior to the procedure. Since there was no backup handpiece, the procedure was completed manually. There were no pt complications.